Event description:
It was reported, while prepping the right hand third dip surfaces with the surface reamer for implanting a fusion device, the centering pin of the reamer dislodged from the reamer and remained in the patient's cortical bone. The centering pin is approximately 10-12mm long. Approximately 8mm of the centering pin was visible outside the patient's cortical bone. The surgeon used hospital owned forceps to remove the centering pin from the patient's cortical bone and the entirety of the centering pin was easily removed. A surface reamer from an extra stryker instrument set was used to successfully complete the surgery. The surgery was uneventful.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.